Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that the stylet unraveled while removing it from the PICC was confirmed. The product returned for evaluation was one braided stylet. The coil wire on the stylet was elongated and unraveled, making the overall length of the returned sample 68.9¿. Microscopic examination of the distal end of the device revealed that the weld tip was completely detached from the sample and was not returned for evaluation. Two coils near the distal end of the sample were compressed and deformed. Neither the coil wire nor the core wire contained thinning or necking of the wire material. The end of the coil and core wires contained a flat plane that was angled with respect to the axis of the wire. No major kinks or bends were noted in the core wire of the stylet. The t-lock assembly was found on the stylet. The coils of the coil wire were tightly coiled distal of the t-lock assembly but were elongated proximal of the t-lock assembly. This indicated that the friction of pulling the stylet through the t-lock assembly caused the wire to elongate, once the inner core wire and coil wire had become detached from each other. The microscopic characteristics of flat surface planes, lack of material necking, and deformed coils on the coil wire are indicative of the stylet being cut with a sharp instrument. This will often occur if the stylet is not retracted far enough prior to trimming the catheter. The hang tag on the device warns, ¿do not cut stylet-withdraw stylet before trimming catheter¿. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported the stylet unraveled when retracting from PICC. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reew2983 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the stylet unraveled when retracting from PICC. No other information was provided.